Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump indicated a data log corruption. Customer's blood glucose level was 170 mg/dl. Reportedly, customer continued using pump for insulin therapy.